Event description:
It was reported that the user experienced intermittent screen flickering and difficulty unlocking the ilet insulin pump, while the device otherwise remained functional. Symptoms included no adverse clinical effects and no impact on glucose control. Outcomes included no medical intervention and no hospitalization. Investigation included user troubleshooting and planned firmware update by the user with a restart afterward. Investigation of this case revealed a suspected display or user interface performance issue consistent with intermittent flicker without loss of therapy. It was concluded that the event did not result in patient harm and that device function for insulin delivery was maintained.